Manufacturer narrative:
There is no indication the valve is available for return. Investigation is ongoing. No indication the valve is available for return.

Event description:
As reported to implant patient registry, three years and three months post implant of the 26mm sapien 3 valve in the aortic position via transfemoral approach, the valve was explanted and replaced with a surgical valve. Two years and eight months post procedure, the patient had an active covid infection. The patient reported dyspnea, fatigue, lightheadedness, and chest tightness. Tee showed the av mean gradient was 45 mmhg. The ava was 0.46. The av peak velocity was 4.1 m/s and the ef 35 - 40%. Tte performed 3 years and one month post procedure showed a well-seated tavr valve with no central or paravalvular regurgitation. The av mean gradient was 24 mmhg. Ava by vti was 0.89 cm2. Prosthetic valve aortic stenosis was noted. Av peak velocity was 3.14 m/s and ef 51%. Elective redo aortic valve replacement with 27 mm edwards resilia was performed three years and three months post procedure.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6, h10 per no product return evaluation. The device was not returned for evaluation, therefore no visual inspection, functional testing or dimensional testing was performed. No imagery was provided. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed using the valve serial number from the related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. IFU for commander delivery system with sapien 3 valve was reviewed. Valve stenosis is noted as a potential adverse event. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) for the sapien 3 thv (all models and sizes) was performed with the codes identified. Prior closed complaints with any of the codes were reviewed for similar events and root cause identification. Of the identified root causes, the following are potentially applicable to the complaint event: patient factors (hyperlipidemia, diabetes). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The stenosis was confirmed based on medical records. No manufacturing nonconformance was identified during the evaluation. A review of device and lot history records did not reveal any indications that a manufacturing nonconformance contributed to the reported event. A review of the IFU and training manuals also revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, three years and three months post implant of the 26mm sapien 3 valve in the aortic position via transfemoral approach, the valve was explanted and replaced with a surgical valve due to stenosis. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, review of medical report revealed that patient had borderline diabetes and hyperlipidemia. Both diabetes and hyperlipidemia are known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (diabetes, hyperlipidemia) may have contributed to the complaint event. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect was identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.